Event description:
The baxter representative reported to customer service a pump with failure code 703. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 25, 2007. Evaluation summary: failure code 703 was confirmed. Inspection of the device found that cause of the reported failure code was due to a defective user interface module and therefore was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.